Event description:
It was reported that the procedure was to treat the left main, left anterior descending, circumflex and bifurcation with heavy calcification. The 4.0x23mm xience skypoint was attempted to advanced; however, failed to cross due to anatomy. Upon removal the stent was observed to be flared. A 3.5x38mm xience skypoint was advanced but failed to cross due to anatomy and the stent strut was noted to be flared. Another 3.5x38mm xience skypoint met resistance with anatomy and failed to cross. During removal resistance was felt with anatomy and the stent dislodged. The stent was removed via snare. A 3.0x16mm and 3.5x33mm xience skypoint was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.